Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. It is reported that the patient experienced pain, recurrent yeast infections, utis, dysuria, cystitis cystic, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, and was told in 2009 that she had chronic follicular cystitis. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.